Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an elective device change out, the right ventricular lead was capped and replaced due to high capture thresholds. The patient condition was stable before,during, and after the procedure as well as at the post op check the following day.